Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: pt implanted with construct level l3-l5 on (B)(6) 2012 was discovered after a CT scan, after mobilization of the pt, to have the rod slipped out of the screw head at l5 on an unk date. It was noted: after implantation post operative x-rays that were taken on an unk date were ok. The pt was returned to the operating room on an unk date with surgeon removing the rod and the screw and replacing both. Report #5 of 5 for the same event.

Manufacturer narrative:
One of the three locking caps shows grinding traces on the saddle. We do suppose that the locking cap got lose as the screw head was not positioned accordingly (not on a right angle) towards the rod. Note that a correct positioning of the screw head can be reached if the count torq std. Is vertically orientated towards the rod. Up front hand tightening of the locking caps can simplify distraction and compression maneuvers.